Manufacturer narrative:
Additional information was received that the patient was doing better. No further course of action will be taken.

Event description:
A report was received that the patient was experiencing burning sensation at the pocket site. The physician prescribed lidocaine patch.

Event description:
A report was received that the patient was experiencing burning sensation at the pocket site. The physician prescribed lidocaine patch.